Event description:
Removal of ruptured implants, resulting in adjunct breast disease. Symptom: low-grade fever, rashes, stiffness in joints, swelling in glands, migraines, memory loss, chronic pain, chronic fatigue.